Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm while sleeping. Reportedly the pump felt warm to touch. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the temperature alarm was identified in the pump logs; however, no failure was identified. The alleged pump warm to touch could not be verified.